Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot#: (B)(4), ubd: 07-jul-2013, UDI#: (B)(4); product ID: 8709, serial/lot#: (B)(4), ubd: 31-jan-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the managing physician was not able to aspirate the patient¿s catheter and that at a pump refill all the drug was still in the reservoir. The reporter was unaware of any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the managing physician tried to aspirate out of the cap (catheter access port) and could not. No actions and interventions were taken to resolve the issue yet. The physician wanted to replace the patient¿s pump. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.